Event description:
A reporter called to inform FDA that she received a letter about two weeks ago from bard to advise her that the foley catheter she has been using has been recalled. She said she has been using foley catheters for 40 years and she did not have any problems. She said she has been having multiple issues from this catheter. She said the major problem is irritation in the area where the catheter is. She also has bladder stones. She had a procedure done to destroy the bladder stones by a urologist. She kept getting more bladder stones after they had been removed. She said she changes the catheters once a month and sometimes 2 or 3 times a month. However, that did not seem to help. She attributes all these problems to the recalled catheter.